Manufacturer narrative:
The customer had reported three occurrences of uncommanded/unexpected motion while using the touchscreen. (B)(4) will address the report on 05-jul-2019 and this pr ((B)(4)) will address the report on 08-oct-2019. Pr 9936043 will address the report on 28-oct-2019. The customer reported during clockwise gantry rotation, the gantry unexpectedly stopped. There was no collision warning and the camera did not contact the patient. The operator attempted to rotate the gantry again; it went a few degrees and stopped again. At this point, the camera would not move in any direction; the head and bed would also not move. No collision message was present on the touchscreen, so the operator manually triggered a collision warning by touching the collimator head. The operator then cleared the collision warning on the touchscreen and the camera unexpectedly began rotating without initiating a touchscreen command to rotate. The operator triggered an emergency stop (e-stop) by pressing the collimator face. Touchscreen controls would not perform any camera movement. The operator manually removed the patient pallet from the gantry and the patient was safely removed from the system. The customer rebooted the system and completed auto calibrations before proceeding with the next clinical scan. The field service engineer (fse) went on site to discuss details of the reported issue. The fse was not able to reproduce the issue. No corrections were made to the system by the fse. The probable cause is unknown and the system is in clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that after a collision warning was cleared on the touchscreen, the camera began rotating without any contact with the touchscreen. The operator used their hand to trigger an emergency stop ( e-stop) by pressing on the collimator face to halt the uncommanded system motion. This malfunction may be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been initially determined to be a reportable event.